Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('incorrect position of the essure/one of the device moved up and the other one went down') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pelvic pain /pain that is progressively worsening"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pain in extremity ("she can't put pressure on her foot"). At the time of the report, the device dislocation, pelvic pain and pain in extremity outcome was unknown. The reporter considered device dislocation, pain in extremity and pelvic pain to be related to essure. The reporter commented: approximately 6 months after placement of the device, she started experiencing pelvic pain. They need to confirm the position through MRI of the pelvis but her insurance won't cover the procedure without her records. She has contacted the facility where the essure was inserted but she was told that they no longer have her records. She was advised by the facility that they only have records from 2011 onwards. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-dec-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('incorrect position of the essure/one of the device moved up and the other one went down') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pelvic pain /pain that is progressively worsening"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pain in extremity ("she can't put pressure on her foot"). At the time of the report, the device dislocation, pelvic pain and pain in extremity outcome was unknown. The reporter considered device dislocation, pain in extremity and pelvic pain to be related to essure. The reporter commented: approximately 6 months after placement of the device, she started experiencing pelvic pain. They need to confirm the position through MRI of the pelvis but her insurance won't cover the procedure without her records. She has contacted the facility where the essure was inserted but she was told that they no longer have her records. She was advised by the facility that they only have records from 2011 onwards. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.